Manufacturer narrative:
Product complaint # (B)(4). Investigation summar: it was reported that during setup the femoral jig was extremely difficult to adjust the degree. Appears to be jammed and won¿t turn correctly. We grabbed another set with no delays. Did not happen in surgery. The product returned to medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that attune distal femoral jig exhibits an overall condition of heavy usage. The locking trigger assembly was not returned for evaluation. A functional test was performed and revealed that the spring is stuck making it impossible to move it to select the degrees correctly. Based on the available information is not possible to determine a potential cause at this moment for the stuck condition. In addition, the plastic on the degree adjuster was broken. The broken fragment was not returned for evaluation. The observed condition of the adjuster is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device during degree adjustment. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that during setup the femoral jig was extremely difficult to adjust the degree. It was jammed and won¿t turn correctly. Another set was used with no delays. The event did not happen in surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.